Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6)2010, product type: catheter. (B)(4)

Event description:
Information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient stated that his health care professional had passed away and he had missed his fill

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the missed refill occurred on (B)(6)-2015. The pump was not refilled and the patient went into withdrawals. The pump was replaced two weeks ago. However, the patient still did not have a managing healthcare provider (hcp) to monitor or refill the pump. The patient assumed that the new pump may be removed as well. The recently deceased hcp had the patient pain free after years of trying drugs. The patient refused to accept less.